Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02949. Related manufacturer reference number: 1627487-2019-08818. It was reported the patient had 2 leads implanted and experienced ineffective stimulation from one lead and no stimulation with the other. Diagnostics indicated high impedance readings on one of the two implanted leads. The system was removed and replaced. Postoperative diagnostics indicated no impedance issues and the patient is reportedly receiving effective therapy.